Event description:
The report co received from co's affiliate indicated that during venoplasty in a right brachiocephalic fistula, the balloon was inflated up to 14-16 atmospheres, and burst longitudinally. Upon removal of the balloon, the nose cone came off the balloon and was left in the right cephalic vein. This separated piece was retrieved by a snare. The target site was described as being mildly calcified and not tortuous. No anomalies were noted in the unit during prep. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing.